Manufacturer narrative:
(B)(4). The cause of failure 38 was damaged misleading sensors. Service replaced the tube misleading sensors onsite at the facility by a baxter field service technician to resolve the reported problem.

Event description:
The customer reported to baxter field service technician that the flo-gard presented the alarm 38. It is unknown when this condition occurred. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.